Event description:
A report was received that a patient was experiencing pain at the ipg site. The patient's symptoms were tenderness along with pain when urinating and bowel movements. The physician prescribed the patient antibiotics. The patient later reported an increase in pain at the ipg site and discharge. The physician changed the patient's prescription to flucloxacillin and believed the patient did not have an infection. Upon follow up, the physician chose to reposition the patient's ipg from the right abdomen to the buttock area. In addition, one of the patient's leads was explanted and replaced with a new lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-4305 description: suture sleeve, 2.3 cm. Additional information stated that the patient's midline lead's retaining anchor suture was superficial, revealing signs of skin erosion. During the procedure, the physician replaced the suture and positioned the new lead deeper. The patient's urinary and bowel issues have since dissipated.

Manufacturer narrative:
Correction to the follow-up #1 report: no additional suspect medical device component was involved in the event as the physician does not use anchors. The physician directly sutures the leads down. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2352-50 (B)(4) description: linear 3-4 lead 50cm the explanted lead was not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient was experiencing pain at the ipg site. The patient's symptoms were tenderness along with pain when urinating and bowel movements. The physician prescribed the patient antibiotics. The patient later reported an increase in pain at the ipg site and discharge. The physician changed the patient's prescription to flucloxacillin and believed the patient did not have an infection. Upon follow up, the physician chose to reposition the patient's ipg from the right abdomen to the buttock area. In addition, one of the patient's leads was explanted and replaced with a new lead. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was experiencing pain at the ipg site. The patient's symptoms were tenderness along with pain when urinating and bowel movements. The physician prescribed the patient antibiotics. The patient later reported an increase in pain at the ipg site and discharge. The physician changed the patient's prescription to flucloxacillin and believed the patient did not have an infection. Upon follow up, the physician chose to reposition the patient's ipg from the right abdomen to the buttock area. In addition, one of the patient's leads was explanted and replaced with a new lead. The patient is reportedly doing well following the procedure.